Event description:
It was reported when using the pyxis medstation es system did not power on. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in accessing the medication for the patient. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station failed to power on when half-height drawer 4.1/4.2 was connected. Further testing revealed that the problem was caused by a faulty drawer controller in drawer 4.1. A field service engineer replaced the drawer controller on half height drawer 4.1 to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.